Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to open. Three days later, the site was able to open the system without issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144. H3, h6: the system was serviced in the field by a medtronic representative (rep). No failures were found. The rep tested the door open and close function of the gantry. The rep opened the gantry covers to look for loose items in the gantry. The rep tested the door switch tension with a 45 degree left tilt. No issues were found. The rep completed the system checkout. The system functioned normally. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.